Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to other devices. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 930 pm. The patient obtained blood glucose results of ¿220 and 169 mg/dl¿ with the subject meter and ¿100 mg/dl and an unspecified result¿ with 2 other devices, performed within 30 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. However, an hour after administering his insulin (amount not specified), the patient claimed he felt symptoms of weak, nerves, getting cold and shaking. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/08/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/30/2013 and 11/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.